Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible drill shaft has a problem with the locking mechanism.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Hospital name/account number: dealer m/s nice surgical. 2. Please clarify what is the specific failure of the 2x quickset flex dr sft qck cpl. Is it break, bent, cracked or stripped? Its received faulted, its new not yet used. 3. Please provide valid lot code for the 2x quickset flex dr sft qck cple (227452000). (B)(4). 4. Was there surgical delay? If yes, what was the duration of the delay? No delays as problem found before parking instruments set at the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.